Event description:
Communication reference number: (B)(4). Original order number: (B)(4). Item number - 1179221 - left gearbox - 4 pole dealer alleges the left gearbox leaked grease. Replace under warranty per invacare tech. Serv.